Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, while inserting a piriformis recon nail, the nail became incarcerated in the femur. While trying to back slap the nail out the impactor handle broke off. There is a portion of the impact or threads stuck in the insertion handle. There was approximately 20 min delay in the case while we were trying to extract the nail. After successful extraction of the nail the femur was re-reamed up to 13mm and we successfully inserted a 10mmx380mm recon nail. There were no patient consequences. This report is for one (1) driving cap/threaded. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10 concomitant added. Therapy date (B)(6), 2022. H3, h4, h6: part #: 03.010.523-us lot #: 230p845 manufacturing site: jabil bettlach. Release to warehouse date: 08, november 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the driving cap/threaded (product code: 03.010.523 lot number: 230p845) was observed broken from the threaded tip. The broken portion was observed inside to hole connection of the mating device (radiolucent insertion handle frn). No other issue was found. A dimensional inspection for the driving cap/threaded (product code: 03.010.523 lot number: 230p845) was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the driving cap/threaded (product code: 03.010.523 lot number: 230p845) would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1 manufacturing site name and address.